Event description:
Customer reported the plastic casement around the roller which stops the flow of fluid on the burette tubing cracked and prevented the anesthesiologist from fully stopping the flow of fluid. The tubing was not saved, the anesthesiologist used tape to hold the casement together and the tubing was used. Uncertain if the patient left the operating room with that same tubing in place. No patient harm reported. Although requested, no additional patient details/event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned because the product was not saved. Unable to determine the root cause of the customer's reported disconnect.